Event description:
Ous MDR - after an implant duration of about 2 months, this lead was explanted due to oversensing. No adverse patient side effects have been reported.

Manufacturer narrative:
Ous MDR.